Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was alleged that the waterproofing around pump has peeled away from screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact damage the integrity of the pump causing it to fail if water leaks into the internal component.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: during investigation, the pump was returned with the lens seal intact and the lens was not lifting off the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.